Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion and pain are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as known patient effects of scaffold procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Us0392-1063 it was reported that on (B)(6) 2025, one 3.0x38 mm esprit btk scaffold was implanted across the left, distal tibio-peroneal trunk and proximal peroneal arteries. On (B)(6) 2026 the patient had severe pain on the left leg. She was seen in the emergency room where a new wound was noticed on the left leg. There were no signs of infection. Occlusion on the left common femoral to mid superficial femoral artery was noted on the computed tomography angiography on (B)(6) 2026. Thrombectomy and stent angioplasty was performed on (B)(6) 2026. A non-abbott stent was placed in the left mid to distal superficial femoral artery (sfa) lesion. The non-abbott balloon was placed proximally just beyond the origin of the left sfa. The thrombus was not in the index vessel and was not in the esprit btk study device. This patient¿s prior occlusion adverse event to the target vessel from (B)(6) 2025 to (B)(6) 2026 was reported under MFR 2024168-2026-00357-00. The prior report included the limb salvage bypass procedure on (B)(6) 2026. No additional information was provided.